Event description:
My 6 year old son is type 1 diabetic and uses a dexcom g7 sensor to monitor his glucose. In the last 6 months, he has had 3 cases for a severe skin irritation/infection under where the dexcom g7 is placed on his arm. We follow the steps according to dexcom's site. He has an oozing, irritated, raised raw skin splotch. This dexcom g7 is not staying attached to his skin and failing before the 10 days are set to expire. I am left with a hurt child and a sensor that is not reliable. I have asked if they have changed their adhesives or company that applies the adhesives and have been told that nothing has changed and that my son must have caused it. We are not the only patients that this has happened to. He shouldn't have to worry about getting his sensor on and if it is going to cause a painful reaction, when it is a necessary device to save his life and monitor his glucose. The serial number of the dexcom g7 that recently failed and harmed my son is (B)(6); lot 1725266002.